Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became shattered. The contact reported that glass was breaking off the pump touchscreen. There was no impact to the customer's blood glucose level. It was indicated that the customer had insulin pens available for alternate insulin therapy.